Manufacturer narrative:
The reported event of sensing anomaly was not confirmed. Final analysis found that ss received, a complete lead was returned in one piece for analysis. X-ray, electrical and visual analysis were normal with no anomalies found.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator upgrade procedure. During the procedure, the left ventricular lead exhibited an unspecified sensing issue. The lead was not used and replaced during procedure on (B)(6) 2023. The patient was stable.